Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The reported received a not from the physician¿s office that stated they may replace the lead and battery, and asked questions about battery longevity. It was noted they ran impedances and got values that were >4000ohms using 3 ghz (the caller stated hertz but likely meant volts) and 300 (a unit was not indicated). They attempted to turn stim up to 6.7v without effect. No additional information was available about the reason for the replacement. It was reviewed that information about battery estimates could be obtained with the physician programmer. No patient information was provided. No symptoms were reported. The indication for use was unknown. No further complications were reported/anticipated.